Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 6 months after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. Primary stability was achieved. The patient presented with periodontal disease at time of surgery and type iii bone. The clinician reported that the reason for the implant failure was due to bone loss. The device will be forwarded to the manufacturer for investigation. Patient reported pain, infection, inflammation and mobility at time of implant remo...

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reports that 6 months after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. Primary stability was achieved. The patient presented with periodontal disease at time of surgery and type iii bone. The clinician reported that the reason for the implant failure was due to bone loss. Patient reported pain, infection, inflammation and mobiltiy at time of implant remo...